Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer¿s blood glucose (b) was in the 600 mg/dl range and ketone level was high. Insulin injections were administered and correction boluses were delivered to address bg. Customer went to the emergency room and healthcare provide identified ketones as being dangerous. Customer was admitted to the hospital on (B)(6) 2019 for diabetic ketoacidosis (dka). Intravenous insulin and insulin injections were administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent damage and bg at 170 m/dl. Customer was not sure what caused the elevated bg; however, alleged that either the pump or infusion set site was not allowing insulin to be delivered. Customer reported no issues were observed with the cartridge, infusion set tubing or cannula, and there were no pump alerts or alarms other than a high bg alert. As the event occurred in the past, tandem technical support could not confirm cause of event.